Event description:
A bard g2 express vena cava filter femoral - ref: (B)(4) - lot cfs12351 - was implanted in me on (B)(6) 2008 at (B)(6) hospital in (B)(6). On (B)(4) 2013, I was admitted to (B)(6) hospital in (B)(6) and had emergency open heart surgery on (B)(6) 2013, because the bard g2 express filter had broken apart. One filter finger punctured my heart and the heart wall was filling with blood. By the time the surgery started, I was an hour away from dying. I have a second filter finger lodged in my pulmonary vein and that can't be removed. There are either 2 or 3 filter fingers embedded close to the site of the implant. They can't be removed because they will tear my artery. Thanks to the hook at the end, and I will bleed out. Five fingers have been accounted for - 7 are still floating around. I was informed at the time of the filter implant that it did not need to be removed. I didn't realize that the FDA was investigating this medical device beginning in 2006; that the FDA approved the eclipse filter to take the place of the g2 (probably same filter just a new name) and finally the FDA recalled the g2 in 2010. I never received notice of the recall, neither did dr (B)(6). Had I been informed back in 2010, I might have been able to remove the g2 express from my body. Over the next couple of months, I will undergo tests to determine the location of the remaining 7 fingers.